Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) to report reproducible, reactive results on a serum patient sample with advia centaur xp ca 19-9 lot 521 that were considered discordant compared to a reactive result on an alternate method. Because there is no indication of a cancer diagnosis for this patient, the customer believes the alternate method result, which is within the normal range for the method, is correct. Siemen's investigation included an assessment of reagent, instrument, and sample data. Reagent and instrument issues were ruled out based on quality control (qc) recovery within acceptable ranges, sample results were repeatable, and no issues were reported with other patient samples. The customer performed troubleshooting. When the samples were treated with polyethylene glycol (peg) 6000, the samples recovered significantly lower than the original advia centaur xp ca 19-9 results. Treatment of the sample with peg may have precipitated antibodies that were interfering with the advia centaur xp ca 19-9 assay. Return of the patient sample for further investigation at siemens is not possible due to china custom issues. Based on the available information, the cause of the discordant result is consistent with a sample specific interferent. A product performance issue has not been identified. The customer is operational.

Event description:
The customer obtained elevated (reactive) results when testing a patient sample with advia centaur xp ca 19-9 lot 521. The results were considered discordant compared to a lower (non-reactive) result obtained on an alternate method. The initial discordant results were reported and questioned by the physician. The alternate method result was in agreement with clinical picture of this patient. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant ca 19-9 results.